Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and it showed several tubes with inappropriate gel separation with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: ¿they reported it did not collect full 3.5ml blood amount (3.5ml), they had to have subject return for additional collection. And the gel did not seem to act as a barrier after the centrifugation.¿